Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The condition, pump failed to auto restart during the downstream occlusion test, was confirmed through baxter's functionality testing as well as reproduced during the device evaluation. Evaluation observed that once the clamp was released from the tubing the pump failed to auto-restart. Evaluation found the downstream sensor current reading with a fluid filled set loaded was above specification. This elevated signal level was determined to be the cause of this condition. The downstream sensor and pusher were replaced.

Event description:
During baxter's functionality testing, a spectrum pump failed to auto-restart during the downstream occlusion test. There was no patient involvement.